Event description:
The patient reported 6 times the v-go devices fell off. The patient uses alcohol wipes and lets it dry prior to using v-go . The patient avoids placing v-go in areas of her body containing excess skin, muscle, and bone. The patient did not have any interference with her clothing. The patient is unsure how long she wore the devices prior to them coming off besides the one time it came off around noon and the patient noticed her blood sugar went high. The patient explained when that occurred patient started to feel cold, cooled, and kind of sluggish.